Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted, upon completion of the investigation.

Manufacturer narrative:
The lens was not returned for evaluation. The lot number was not provided; therefore, a lot history review could not be performed. Based on the limited information received a root cause could not be determined.

Event description:
It was reported that the lens dislocated. The surgeon is evaluating treatment options.